Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The reported patient effects of stenosis, thrombosis, and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported stenosis, thrombosis, and myocardial infarction and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #. Article attached titled: ultrathin, bioresorbable polymer sirolimus-eluting stents versus thin, durable polymer everolimus-eluting stents in patients undergoing coronary revascularisation (bioflow v): a randomised trialna.

Event description:
Details are listed in the attached article, titled ¿ultrathin, bioresorbable polymer sirolimus-eluting stents versus thin, durable polymer everolimus-eluting stents in patients undergoing coronary revascularisation (bioflow v): a randomised trial." It was reported through a research article identifying xience stents that may be related to the following: stenosis, myocardial infarction, late thrombosis, deaths, and revascularization. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.